Event description:
The customer reported to olympus, the evis lucera elite video system center had no signal under serial digital interface (sdi) channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10, e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital, of (B)(6) . During evaluation, when shaking the cable of the serial digital interface (sdi) connector, the image was good, the engineer did not confirm complaint and there was dust inside the device, which was cleaned by engineer. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.